Event description:
Surgeon was inserting the screw. Screw not advancing. Surgeon removed the screw and noted the screw was broken. Another screw was opened and as the surgeon was starting to place screw into femoral tunnel he noticed a defect in the screw. A third screw with a different lot number was obtained. The third screw was partially advanced. The screw would not advance further. The surgeon removed the third screw and found it to be broken. The screws were then replaced with titanium screws to complete the procedure. There was no harm to the patient.what was the original intended procedure?right anterior cruciate ligament reconstruction.